Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Reportedly, the customer did not hear the low bg alert. A review of the pump data indicated the alert was declared and cleared; however, the customer reiterated that they did not hear the alert. Food was consumed to address bg level.

Manufacturer narrative:
Investigation of pump data showed low bg levels and cgm low bg alerts on (B)(6) 2016. Bolus request made just before low bg levels were recorded and user overrode bolus size while still having insulin on board (active insulin in the body). There were no erratic basal rate adjustments. Carbohydrate intake may have been miscalculated prior to making bolus request that led to low bg levels. There is no evidence of a device malfunction.